Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection upon receiving revealed no external damage. The device was verified operationally and functionally. The device was able to obtain spo2, pi, and pulse rate readings using masimo sensor. Alarm alert conditions, such as: no cable, sensor off and alarm limits breach, with audio and visual status indicators, were functioning. The device was operated to obtain spo2, pi, and pulse rate readings using masimo tester. Spco is not enabled on this unit. This is a configurable device and the customer unit does not have spco enabled. Unable to verify spco accuracy because spco parameter is not enabled. The device was disassembled. No internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. Customer complaint was not duplicated. Device is fully functional. Spco parameter is not enabled on this configurable device.

Event description:
The customer reported rad-57 - is giving inaccurate spco readings. No patient impact or consequences were reported.